Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check of an implantable pulse generator (ipg) that a programmer displayed an incorrect estimation of longevity. It was noted that the programmer displayed device longevity as 1 year however when the device was checked approximately 2 months previous the longevity was given as 1.5 years and 2 months prior to that it was given as 2.4 years. It was advised that there was no setting changes carried out on the programmer however it was speculated that a required software update of the programmer caused the event. The programmer remains in use. No patient complications have been reported as a result of this event.